Event description:
As reported, approximately 11 months post the initial left total ankle arthroplasty, the patient was complaining of pain in the left ankle replacement. Consultant suspected infection cause of pain, and after non invasive, medical management (antibiotics) and further imaging opted to do an open exploration of the arthroplasty. Open exploration of arthroplasty took place and tissue samples sent to the hospital's in house microbiology testing. Consultant reported minimal signs of implant loosening. Patient closed up and joint immobilized in cast. The patient was last known to be in stable condition following the event and the next to be planned once information from micro provided. No further patient impact reported and no additional information is available.

Manufacturer narrative:
(D10) concomitant devices: 350-01-02e - talar implant sz 2 lt 350-31-02 - tibial plate mb sz 2 lt 350-41-22 - tibial insert mb sz 2 lt 8mm. The complaint device was evaluated, and the reported event was confirmed. The evaluation identified wear of the liner and scratching of the plate were also noted on the returned devices appearing consistent with a third body. A review of manufacturing data was performed and no discrepancies relevant to the reported event were found. A review of complaint history determined that no further action is required as no trends were identified. A definitive root cause was unable to be determined; however, may have resulted from infection and/or loosening. Potential contributions of user and patient-related considerations to the event could not be assessed. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.